Event description:
On (B)(6) 2022, customer tested using their cue covid-19 test for home and over the counter (otc) use (sn: (B)(4)) and received a negative result. The customer states they performed two antigen tests (one on (B)(6) 2022 and one on (B)(6) 2022) and obtained two positive results (brand of antigen test not provided). The customer then tested on their cue reader on (B)(6) 2022 and obtained a positive result.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.